Manufacturer narrative:
The technician observed that after the unit was powered on, it did not deliver airflow. Inspection identified that capacitor c162 of the cpu board had burn damage. Review of the diagnostic event log also identified occurrence of 'backup alarm failed', 'auxiliary alarm supply failed' and '35 v supply failed'. Cpu board, motor controller board and power management board were replaced. Calibration was performed and then no abnormality was found.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba assembly, motor controller (mc) pcba and power management (pm) pcba revealed that capacitor c162 on the cpu board was burnt and destroyed. No other damage or contamination was found. The destroyed capacitor c162 on the cpu board had shorted the 35v supply line (resistance less than 1 ohm) which caused e/c 111b and e/c 1115. The excessive current through the capacitor caused overheating and the odor noticed by the customer. Capacitor c162 was replaced. The cpu, mc and pm boards were installed in an fi test ventilator. The ventilator started up and ran for at least one hour without generating errors.

Manufacturer narrative:
The unit was received at the (B)(6) service center. The technician confirmed the reported issue. After the unit was powered on, it did not deliver airflow. Inspection identified that capacitor c162 of the cpu board had burn damage. Review of the diagnostic event log also identified occurrence of 'backup alarm failed', 'auxiliary alarm supply failed' and '35 v supply failed'.

Event description:
The (B)(6) manufacturer's sales representative reported that the v60 vent was returned to the sales office after repair and run-in was performed at sales office, then check vent error message was displayed and an alarm sounded. Burnt odor was detected from the unit and also the screen froze, and the unit could not be turned off. The unit was forcefully shut down by detaching the battery. There was no patient involvement.